Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not deliver a large enough food bolus for a meal that was consumed. The customer experienced an elevated blood glucose (bg) level of 481mg/dl with small ketones. The customer addressed bgs by changing out the supplies on the pump, administering a manual injection, and consuming water. Recommendation was made to discuss diabetes management with health care provider.